Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product is no longer available to be returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: 190 mg/dl, 248 mg/dl, and 106 mg/dl. Readings occurred with two different vials of test strips. Customer is not sure which vial was used for each result; one vial has been discarded.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.